Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak 50ml syringe had the needle out side the packaging. He following information was provided by the initial reporter translated from german: needle outside the wrapping.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-aug-2022 . H6: investigation summary four samples along with photos were provided to our quality team for investigation. The product was visually inspected, the sealing cord is verified to be properly formed, however, it is noted that the syringe is pressing through the film, the protective needle cover is broken, and the needle is noted to be damaged. This defect can occur during the packaging process, after the sealing cord is formed. If the output of the blister is not performed properly, the blister can get stuck, causing damage to the product as seen in the samples provided. A device history review for lot 2202126 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. While we could not identify a direct issue, the root cause if this incident was determined to be a failure that occurred during the packaging process.

Event description:
It was reported that the bd plastipak 50ml syringe had the needle out side the packaging. He following information was provided by the initial reporter translated from german: needle outside the wrapping.